Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found one of the compression springs was shorter than the others in the reported problem area of the pipette assembly. The compression spring was replaced. The instrument was inspected, tested without further problem, and returned to service.